Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the right atrial lead exhibited noise. No intervention was performed. The patient was in good condition.